Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The patient was hospitalized and was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.